Event description:
It was reported that the right ventricular lead exhibited high/unstable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and the helix/lobe mechanism (sleeve head). The outer insulation was breached cut, and exhibited a cosmetic depression. The lead exhibited apparent explant damage.